Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective therapy. The physician confirmed that the left lead migrated. As a result, surgical intervention was undertaken on where the lead was replaced to address the issue.